Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 6 were unable to recover. A field service engineer (fse) inspected the full height main drawer 6, which was not detected as closed. After removing the back panel, the latch sensor light was found to be off. Inspection revealed that the magnet was missing from the latch assembly. The latch was replaced, the device reassembled, and the station rebooted. The latch sensor light turned back on, and the customer successfully recovered the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.